Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was determined that the following information previously reported in manufacturer's report # 3004209178-2012-06045 was a separate event: [the patient reported that during his second to last refill the physician had refilled the pump with the wrong (unknown) medication and noted that he heard another physician say "that was enough to kill 11 people." Additional information has been requested, a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that on (B)(6) 2012, the patient¿s mother came in to the clinic and reported that the patient was in the car ¿passed out¿. They instructed the patient¿s mother to take the patient to the emergency department immediately. About 1 hour later, the clinic received a call from a physician at the emergency room who stated that the patient was present and experiencing opioid withdrawals. The patient was clinically stable and transferred back to the clinic for his pump refill. His pump was empty of medication because he had missed his last two scheduled appointments. The patient was crying out and screaming and yelling at the staff and using profanities in the office. When questioned about his behavior he became louder and visibly aggressive. The pump was refilled with hydromorphone (5 mg/ml at 3.0039 mg/day) and bupivacaine (5 mg/ml at 3.0039 mg/day) using ultrasound for visualization. The patient tolerated the procedure well and after careful observation he was sent home without any side effects or complications. The patient was asked to leave the clinic because of his behavior.

Manufacturer narrative:
(B)(4).

Event description:
Further details surrounding the patient's emergency room visit and subsequent managing hcp's office visit were reported. The patient had gotten sick, and was told to come into the managing hcp's office, but they "didn't think my pump would run out". When the patient presented at the hcp's office, he was told to had to go to the emergency room (ER). After being at the ER, the patient was sent back to the hcp office. The patient stated that he was "deathly ill". The hcp reportedly started yelling at the patient, at which point the patient reportedly dismissed that hcp. The patient was looking for another hcp at the time of report.